Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the brush heads did not stay on his/her brush; they came off in his/her mouth as he/she brushed. No injury was reported.